Event description:
A customer reported experiencing a cartridge alarm 30 during the pump load process. There was no adverse impact to the customer's blood glucose level, which did not exceed 500 mg/dl. Technical support confirmed ongoing cartridge alarms with consecutive cartridges, and the customer received a replacement pump from tandem, along with instructions for storage mode and returning the problematic pump. They will use manual injection as a backup therapy until the replacement is received.